Event description:
This report was received from global pharmacovigilance (gpv): this is a clinical report of an observational study from a physician in (B)(6) of (B)(6) peritonitis in a subject coincident with dianeal pd1 therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced (B)(6) peritonitis. That same day, remedial therapy began with cefazolin (ip) and ciprofloxacin (oral). On (B)(6) 2010, treatment ended with cefazolin. On (B)(6) 2010, treatment ended with ciprofloxacin. In (B)(6) 2010, within 24 hours of discontinuing recalled lot number, clinical symptoms resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.